Event description:
It was reported that a patient had a 360 liposuction procedure to the abdomen, flanks, lipo-abdominoplasty with an umbilical float, repair of diastasis recti and liposuction of trunk, mid back/bra roll. And subdermal coagulation on (B)(6) 2021. It was noted that this was the surgeon's first sub-dermal coagulation procedure with renuvion. Subsequently, on (B)(6) 2021, the patient was admitted to the hospital for dehydration and severe gastritis as a result of the procedures. Upon admission to the hospital, the patient had a CT scan performed which showed a left pneumothorax and pneumoperitoneum. During the procedure, the surgeon recalled hitting a significant bump against the sixth or seventh rib that would have resulted in a penetration of the posterior fascia and musculature. The patient developed a retro-peritoneal bleed requiring a transfusion of 2 units of packed red blood cells. Subsequently, the patient developed an infection in the retro-peritoneum requiring a percutaneous draining and intravenous antibiotics. The patient is recovering well.